Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd4, dianeal pd1 and extraneal therapies. The patient spoke with a baxter (B)(4) home patient representative and reported she experienced peritonitis and the pd solutions are on hold because of the event. Treatment was not reported. The patient has not recovered. No additional information will be requested because the patient declined to provide consent to follow-up.

Manufacturer narrative:
(B)(4). This complaint for peritonitis - no malfunction or use error is not confirmed because the cause was no device malfunction or use error identified. There was no batch review or sample evaluation for the disposable set. The cause was undetermined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.